Manufacturer narrative:
B3: exact date unknown, event occurred approximately a month ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7089909.

Event description:
It was reported that the patient has been unable to charge the ipg properly after undergoing an abdominal surgery despite trying numerous charging techniques. Unknown if electrocautery was used during that time. The patient underwent a revision procedure wherein the ipg and one lead were replaced. The explanted devices were kept by the facility and will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient has been unable to charge the ipg properly after undergoing an abdominal surgery despite trying numerous charging techniques. Unknown if electrocautery was used during that time. The patient underwent a revision procedure wherein the ipg and one lead were replaced. The explanted products were kept by the facility and will not be returned. Additional information was received that the patients lead had migrated.